Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they will have MRI today and wanted to check their eligibility however their stimulator doesn't work. Patient clarified to the agent that stimulator is not working because there's something wrong with the battery, it won't take a charge. Patient mentioned that they don't know the exact date when the battery issue started, battery was dead for 3-4 years and it won't take a charge. The patient was redirected to their healthcare provider to further address the issue.